Event description:
Near the end of a routine hemodialysis treatment, the pt's blood pressure dropped suddently. The pt lost consciousness and experienced a seizure due to hypotension. Pt was administered 600cc normal saline and revived without any additional intervention.

Manufacturer narrative:
Pt is a double amputee and cannot be weighted properly before and after treatments to adequately monitor fluid status. Pt also has multiple co-morbidity problems unrelated to dialytic therapy which may have also contributed to the reported event. There is no evidence to suggest that there is a device problem. Facility staff do not believe that the reported hypotensive episode is device related but rather is more likely related to excess fluid removal secondary to inability to weight pt properly and or due to complications from pt co-morbidities. There have been no other similar reported problems with this cycler. Device labeling includes a warning to weight the pt regularly to confirm fluid balance. Nxstage medical considers this report closed. No additional infor will be provided.